Manufacturer narrative:
Concomitant product: prowler select plus microcatheter (606s255x/ 16091616). Device returned for analysis; however, analysis has not yet been completed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. (B)(4). Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint with associated report numbers of 1058196-2015-00121 and 1058196-2015-00120.

Manufacturer narrative:
It was confirmed on (B)(6) 2015 that the prowler used during the procedure was a prowler select lp. The lot and catalog numbers were unknown. Complaint conclusion: during a stent assisted coil embolization procedure of an unknown target vessel, the prowler select lp microcatheter (catalog/lot unknown) was positioned in the target lesion; however, the enterprise stent (enc452212/10361575) could not be advanced through the microcatheter. A continuous flush had been maintained through the microcatheter. The surgeon had to remove the stent and microcatheter and exchanged to new device to complete the procedure. After removal, a kink was noted on the microcatheter. It was unknown if the kink caused the resistance. There was no report of patient injury or clinically significant delay in the procedure. A non-sterile unit of enterprise EU 4.5x22mm stent 12 mm dw tip was received inside of the plastic bag. The delivery wire was received mounted on the introducer tube and the involved stent was received deployed. No anomalies were found during visual analysis. Functional test could not be performed since the involved stent was received deployed and the reported failure could not be reproduced in these conditions. The stent was analyzed under vision system and no anomalies were found during analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise inability to advance through the microcatheter was not confirmed since the product could not be properly evaluated due to the involved stent was received deployed and the functional test could not be performed. The cause of the event experienced by the customer could not conclusively determined; however, procedural / handling factors may have contributed to that issue. The microcatheter was confirmed to be kinked. The enterprise did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore, no corrective or preventive actions will be taken at this time. This is 1 of 2 mdrs submitted for this complaint with associated report numbers of 1058196-2015-00121 and 1058196-2015-00120. Corrected information: prowler select lp microcatheter (catalog/lot unknown).

Event description:
During a stent assisted coil embolization procedure of an unknown target vessel, the prowler select plus microcatheter (606s255x/ 16091616) was positioned in the target lesion; however the enterprise stent (enc452212/10361575) could not be advanced through the microcatheter. The surgeon had to remove the stent and microcatheter and changed to new device to complete the procedure. After removal, a kink was noted on the microcatheter. It was unknown if the kink caused the resistance. There was no report of patient injury.